Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the implantable cardioverter defibrillator had records of telemetry issues. The asymptomatic patient presented in clinic where upon interrogation the wireless telemetry had an interruption. The device was updated with current software and was able to be communicated with again. The patient was stable.